Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 325cc silicone breast implants which bilaterally ruptured after implantation. The issue was confirmed by MRI examination. Patient visited the doctor and the left side was confirmed and possible right side rupture. As a result patient had them removed on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
On 9/11/2019, new information received indicated that there was no ruptures with any side, and there was an issue with seroma on the left side. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number shpx-235, serial number (B)(4) and right replaced wih catalog number shpx-235, serial number (B)(4). This report is for the right t side. Manufacturer¿s reference number: (B)(4).